Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that the pt suffered a heart attack. Aspiration was performed to retrieve the thrombus with another co's device. The fx minirail was used at several pressures: 8 atm, 10 atm and 12 atm. During the procedure, it was noticed that the itp was not responding to torque. A powersail was successfully used to postdilate. The procedure was completed and the device was withdrawn, at which time it was observed that the distal portion of the catheter core was broken. This resulted in the guiding catheter, guide wire, and the minirail being removed from the pt without any pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a definite root cause for the separation based on the reported case description and analysis of the returned device. Evaluation summary: quality assurance analysis of the device revealed that the catheter was returned without blood or contrast visible. The integrated wire had separated 141 cm distal of the push/pull hypotube. The distal end of the separation including the balloon was not returned. The fracture face on the integrated wire had jagged edges and was bent. The integrated wire had punctured the jacket where it had separated. There were bends in the hypotube 2 cm and 42 cm distal to the push/pull hypotube. No other damage was noted to the catheter. Product performance engineering has reviewed the case description and analysis of the returned device; damage was noted. The analysis was able to confirm the reported case description, as the proximal portion of the device was returned and the distal end was not returned. Due to the returned state of the returned device, an analysis whether the device met manufacturing specification could not be determined. Factors that may contribute to separations are manufacturing, materials, or excessive force during the procedure. Analysis of the returned device observed jagged edges on the fracture face, which suggests the device was subjected to tensile overload. Upon further investigation, the returned portion of the device revealed noticeable stretching when compared to a new device, which additionally suggest tensile over load. A review of the case details described the difficulties occurred after the inflation had been completed. After the inflations were completed, there does not appear to be evidence that may have contributed to the tensile overload. Also, the associative devices were not returned, which may have aided the investigation. Based on the reported case description and analysis of returned device, a definite root cause of the separation could not be determined. There was also bend damage observed on the hypotube of the device. Bend damage can occur due to handling, removal technique from packaging, manufacturing, pt anatomy or during preparation/use. The bend damage may have contributed to the reported lack of tip response during the procedure. A definite root cause of the bend damage could not be determined, as there was no observation of the bend damage prior to the procedure. The bend damage likely occurred during the procedure or transport back to abbott. Product performance engineering and/or the respective business unit, quality engineering group, may perform trending. All catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. This MDR is considered closed by the product performance group.